Event description:
It was reported the insulin pump was alarming failed self test. The device looks like it shuts off and reboots. Customer's blood glucose was 39 mg/dl. Alarm and possible causes were explained to the customer's mother. The alarm did not occur during rewind or prime sequence. Alarm was cleared. Customer's mother was advised to disconnect the device from the customer. Customer's mother was advised to perform a rewind process again. Normal bolus was performed and it recorded successfully on the device. The alarm did not occur after a temp basal. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during self test due to faulty y1 on remote frequency boards. The device passed unexpected restart test, no unexpected restart noted during testing. No damage inside pump noted. The device function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The device was received with scratched lcd window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker.